Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for (ua) 07 was due to defective load cells. The cracked front, and bottom enclosures, and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, and bent battery lock, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front, and bottom enclosures, and battery lock were replaced to address the physical damage. Also, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. The autopulse platform failed the initial functional testing due to (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the (ua) 07 error. During the run-in test, the platform stopped compressions due to user advisory (ua) 17 (max motor on time exceeded during active operation) error message when the platform was tested with a large resuscitation testing fixture, (lrtf) equivalent to the (B)(6)patient, unrelated to the reported complaint. The root cause was a defective drive train motor likely due to a defective component. The drive train motor was replaced to remedy the error message issue. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, the archive showed the presence of user advisory (ua) 02 (compression tracking error) error messages as a result of the defective load cell modules. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) ) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.